Event description:
The patient's sound processor reportedly stopped working. External equipment was exchanged. However, the problem was not resolved. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the problem confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.